Event description:
Rptr's plates & screws broke sometime between aug, 1990 and march 1993. Device was explanted and replaced in 3/93. Second set of plates and screws were removed in 5/94 due to infection. At this time the pt had a bone fusion done. Pt has had chronic pain and decreased rom and recently had an add'l bone fusion and slipped disc was repaired.